Event description:
This complaint is from a clinical study. The target lesion was left main trunk (lm) to the proximal left anterior descending branch (lad) and the hl. For lm-lad, the vessel was a de-novo, eccentric, bifurcated and ostial lesion. Aha/acc classification of the vessel was type c. The lesion length was over 50mm and vessel diameter was 3.24mm. For hl, the vessel was a de-novo, concentric, bifurcated and ostial lesion. Aha/acc classification of the vessel was type b2. The lesion length was 4.86mm and vessel diameter was 3.47mm. The procedure was an elective case. For lm-lad, pre-dilatation was conducted with a balloon (3.5/15mm) at 12 atm. 1st cypher (3.0/28mm) was implanted at 20 atm for 16 to approx 30 seconds. Second cypher (3.5/23mm) was implanted at 12 atm for 16 to approx 30 seconds proximal to the 1st cypher. Third cypher (3.5/18mm) was implanted at 14 atm for 16 to approx 30 seconds proximal to the 2nd cypher. The three stents were overlapping each other. Post-dilatation was conducted with a balloon (4.0/20mm) at 8 atm. Ivus was conducted. The residual % of stenosis was 6%. Timi flow before the procedure was 3 and 3 after the procedure. For hl, pre-dilatation was conducted with a balloon (3.5/15mm) at 12 atm. Fourth cypher (3.5/23mm) was implanted at 14 atm for 16 to approx 30 seconds. It was implanted by t-stent with 3rd cypher. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 14%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
Ten months later, the patient came to the hospital for follow-up. Cag was conducted and there is no issue. Four months later, the patient visited the hospital and was asymptomatic. Fourteen days later, the patient passed away in the street. Treatment was not conducted. Postmortem was not performed. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-00010, 9616099-2008-00012, 9616099-2008-00013. Additional information will be submitted within 30 days of receipt.